Event description:
Pt reported the infusion device started alarming in the night. Pt stated the infusion device made an odd noise. Pt reported the display on the device was blinking but no error message was shown. Pt stated she removed the battery and then changed the battery and the battery cover. Pt reported the infusion device did not run a display check; the display remained blank. Pt stated weeks before the incident, her blood glucose levels were not in the normal range. Pt reported fluctuations in her blood glucose levels are normal but she could not detect a reason for the fluctuation this time. No blood glucose values were provided. Pt's normal blood glucose range was not provided. No further info is available. The pt did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for eval.

Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained it will be provided in the supplemental report.